Manufacturer narrative:
Evaluation of the returned smart coil revealed that the introducer sheath was kinked near its distal tip. This damage likely contributed to the reported resistance experienced during advancement. If the introducer sheath is forcefully mishandled at an extreme angle during use, damage such as this may occur. Forceful advancement against this resistance likely contributed to the offset coil winds along the length of the embolization coil. During functional testing, the smart coil was advanced through its introducer sheath with resistance due to the kink in the introducer sheath. There was no resistance felt at the friction lock during advancement. Further evaluation of the device revealed that the pet lock was separated. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) using a penumbra smart coil. During the procedure, the physician experienced resistance while attempting to advance a smart coil within its introducer sheath. Subsequently, the smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using twenty-five non-penumbra coils. There was no report of an adverse effect to the patient.